Event description:
A healthcare professional reported that the event occurred during a mechanical thrombectomy performed to treat a middle cerebral artery occlusion. From the first pass, poor trackability was noted with a 132cm cereglide 57 catheter (product code: nic57132c, lot number: 31766631) and a trak21 microcatheter, resistance was felt during manipulation. The lesion was crossed, a trevo retriever was deployed, and thrombus retrieval was performed as soon as possible. After angiography, it was revealed that residual occlusion and (a direct aspiration first pass technique) adapt was performed, the occlusion was still present. An additional attempt was made to use the cereglide 57 and trak; however, the trak could not be inserted into the cereglide 57. The cereglide 57 was replaced with a competitor¿s aspiration catheter. The procedure was continued, and recanalization was achieved. After the procedure, outside the patient¿s body, kinking was visually confirmed on the cereglide 57 at the connection between the hub and the catheter. There were no post-procedure changes in the patient. There was no negative impact to the patient. A continuous flush was done. The devices were used according to the instructions for use (IFU). Additional event information received on 04-jun-2026 indicated that there was no allegation of patient injury due to an alleged product issue.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b: procode is nry/qjp. The device was received for analysis: visual inspection before and after disinfection confirmed a kink on the shaft near the strain relief. No other damage was observed on the shaft. In addition, magnified examination confirmed that there was no visible damage or deformation in the hub, strain relief, distal tip, or hub lumen. Functional testing confirmed the presence of hydrophilic coating on the shaft. Measurements of the shaft outer diameter using a digital caliper showed that both the distal and proximal outer diameters were within specification. In addition, evaluation of the distal end inner diameter using a pin gauge confirmed that it also met specification. A reproducibility test was performed to assess whether a sample guidewire and a prowler select plus could pass through the shaft. Both the guidewire and the prowler select plus encountered resistance at the kinked portion of the returned device and could not be advanced beyond it. Visual inspection before and after disinfection confirmed a kink on the shaft near the strain relief, with no other damage observed on the shaft. Magnified examination showed no visible damage or deformation in the hub, strain relief, distal tip, or hub lumen. Functional testing confirmed the presence of hydrophilic coating, and dimensional evaluation showed that the outer diameter and distal inner diameter were within specification. A reproducibility test demonstrated that both the sample guidewire and the prowler select plus encountered resistance at the kinked portion of the returned device and could not be advanced beyond it. Based on these findings, it was considered possible that the kink in the proximal shaft prevented insertion of the competitor¿s catheter. According to the report, the device could be inserted during the first pass despite some resistance, but could not be inserted thereafter, suggesting that the kink may have occurred during use. However, the direct cause of the kink could not be determined. Possible factors contributing to damage to the proximal shaft include the following: the hemostasis valve may have not been fully opened during insertion. Localized stress may have been applied to the shaft during torque manipulation. The following precautions are described in the IFU: ¿if resistance is felt during catheter use, do not forcibly advance or withdraw the device; carefully evaluate the cause of the resistance under fluoroscopy.¿ ¿excessive torque applied to the aspiration catheter may cause damage to the catheter. If damage such as kinking occurs to the aspiration catheter, remove the entire system, including this device and any concomitant devices, without applying torque.¿ a review of the manufacturing records for lot: 31766631 found no internal actions related to the reported event. Based on the investigation results, no evidence was found to suggest that the event was related to a manufacturing or design issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.